Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic cholecystectomy, the device handle jammed during use. An abnormal sound described as a loud crack was heard from the device during the first clip deployment. Upon attempting to fire the second clip, the handle could not be squeezed and the device could not be removed from the port due to metal protruding from the shaft of the clip applier. The port was damaged during the attempted removal of the clip applier. There was uncertainty regarding possible retention of a piece of plastic from the port in the patient. The contents of the suction canister were sieved to check for retained foreign material, but nothing was found. The clip applier and port were removed together, and another port and clip applier were opened to complete the case. Outside the patient, the surgeon was able to squeeze the handles fully and deploy clips with the clip applier.